Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. However, pump was received with a loud motor noise during rewind. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted. The pump was monitored, no failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, low battery alert was found on: 08/27/2025 09:46:15.000 insert battery alarm was found on: 08/27/2025 09:49:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 08-oct-2025 at 00:25:00.000. There was no power data available for the event date of 27-aug-2025. Unable to check power data for low battery alert. No unexpected failed battery alert/battery failed alarm and low battery alert noted during testing. In further checking of the pump history records: battery cycle 1received the lowbatteryalert (104) on 08/27/2025 09:46:15 after more than 7 days at 20.94 days. Battery cycle 2 received the low battery alert (104) on 08/06/2025 10:21:00 after more than 7 days at 20.2 days. Battery cycle 3received the low battery alert (104) on 06/26/2025 23:12:00 after more than 7 days at 20.57 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 27-aug-2025. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found on 03-dec-2022 during bolus delivery. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.50 mv). In conclusion, the pump had a loud motor noise during rewind due to faulty motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm, charge/battery lasts less than expected, keypad anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. However, drive/motor anomaly and rewind anomaly were confirmed due to faulty motor.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported diminished battery life, requiring a change every five days, the pump rejecting new batteries, and the pump being louder during rewinding. The customer also reported receiving random, unexplained no delivery alerts and that the buttons were harder to press. The customer reported no adverse event. The event involved product(s) mmt-1880, unk_disposables, and unomedical. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime, battery failed alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880, unk_disposables, and unomedical